Event description:
During an in-clinic follow-up, increased pacing impedance and increased capture threshold was observed on the left ventricular (lv) lead. The cause of the event is due to suspected lead damage. No known intervention has been performed. The patient was stable and will continue to be monitored.